Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of precleaning, there were no abnormalities in the accessories used for reprocessing, the customer wiped and brushed the distal end with clean lint-free cloths / brushes / sponges, and there were no noted concerns about the reprocessing. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, probe cover had a scratch, light guide lens had a chip, light guide lens had discoloration, objective lens had discoloration, protector of universal cord on control section side had a scratch, scope cover unit had a scratch, right/left knob had a scratch, upward/downward knob had a scratch, lock engagement lever had a scratch, forceps elevator knob had a scratch, connecting tube had a scratch, switch box had a scratch, suction connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, suction cylinder was shaved, suction connector was dirty due to water leakage, due to clogging of nozzle, no water was fed, adhesive on bending section cover had a chip, bending section cover had a scratch, bending tube was deformed, due to wear of angle wire, the play of upward/downward knob was out of the standard value, scope cover had a scratch, and due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer) that there was an air supply/suction defect on the evis lucera elite gastrointestinal videoscope. During the device evaluation, the following reportable malfunction was found: foreign object on the nozzle and plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in air/water nozzle/c-cover¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.